Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to a thyroidectomy, the system could not be activated and the red light was observed. A new dissector was installed onto the setup and the system activated and was used successfully for the intended procedure. It was reported that the surgery was extended by more than 30 minutes. There was no patient injury.